Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 5. The home patient (hp) stated that they had disconnected to use the restroom, but reconnected prior to the alarm. The hp cycled the power and cleared both alarms. The technical service representative (tsr) advised the hp to start over with new supplies. The hp was to call their nurse and inform them of the alarm and ask how to complete therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be from the patient disconnecting from the set. A labeling review of the homechoice systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.